Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a 100% visual inspection of the fentanyl batch today, technicians discovered two particles floating in the solution. During the 100% reinspection, eight additional cassettes with particles were found to have particles floating in the solution. During a subsequent inspection of n=32, four additional cadds containing particles in the solution were identified. These particles were small and opaque, more of a jagged or chunky shape rather than fiber-like, and not easy to see. The four cadds found during this inspection were packaged separately from the other critical non-conformances. The particles discovered during the 100% visual inspection and reinspection ranged from a brown particle (a new color for the batch) to white fiber-like particles (though not fibers), and some similar to those found during the n=32 inspection (more opaque and chunky). When the cassette is flipped over, you can see the fiber in the upper portion of the cassette. These resemble the fibers that can be seen between the bag and the hard cassette, but now are seen inside the bags once filled. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H2) correction: d4 model number, catalog number, lot number, expiration date, and primary UDI number corrected. H4 device manufacturing date corrected. H2) device evaluation: h6. Evaluation codes: updated. At the time of this investigation the physical product was not returned. One video was received by the customer for evaluation. In the video, particles can be detected. The complaint was confirmed. A root cause could not be determined. A device history record (DHR) review could not be performed as the lot number was unknown.